Event description:
The pt developed soreness and redness over the implant area. Pt was treated with antibiotics due to concerns about infection. The device was re-positioned by the surgeon, the pt is reportedly doing well.